Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error, unexpected restart, external ram or excessive no delivery alarms noted. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for motor errors, and had battery issues. She stated that whenever she changed the battery, she had to reset everything. The customer was unsure of the specifics of when the alarm was occurring but reported that they started in (B)(6) of 2014. The day of the report, the alarm occurred during a bolus. In the insulin pump alarm history, alarms for a reset error and history error were also noted. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The motor error alarm occurred during basal delivery. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.